Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (10 mg/ml), bupivacaine (5 mg/ml) baclofen (50 mcg/ml), and clonidine (200 mcg/ml) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The hcp reported that he was able to aspirate the pump normally prior to the refill then refilled it with approximately 5 ml and aspirated some to ensure he was in the reservoir. He then filled to approximately 20 ml then attempted to aspirate to ensure he was still in the reservoir but was unable to aspirate. He viewed the pump under fluoroscopy to ensure the needle was in the port and felt that it was. He then switched refill kits and injected some preservative free saline and was able to do so but then was unable to aspirate again. He also mentioned that there was a small leak at the needle with the original refill kit but that it wasn¿t significant. Troubleshooting options were discussed after which the hcp indicated that he would likely leave it as is and bring the patient back at a later time.